Event description:
Patient presented back to the physician with a return of infection at the incision sites despite being prescribed multiple rounds of antibiotics. Physician brought the patient into the operating room and removed the entire inspire system.

Event description:
Patient presented to the physician with an infection that occurred at the chest incision site which appeared to have spread to the neck incision as the site appearance is red and swollen. Physician prescribed antibiotics.

Event description:
Patient returned back to the physician with continued infection and swelling that have improved since the last visit. Physician prescribed another round of antibiotics.